Event description:
Reporter alleged the customer received a result of 75 mg/dl on the aviva system compared back to back with a result of 25 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that the customer was unresponsive and the paramedics treated him with a glucose injection. Reporter stated that she gave him orange juice and he planned on eating peanut butter and crackers. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.